Manufacturer narrative:
Zimmer multiple MDR reports were filed for this event. See associated reports: 0002023141-2022-02482, 0002023141-2022-02483, 0002023141-2022-02481. Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants on (4) teeth sites #20, #23, #26 and #28 were exposed with bone loss. Later they were cleaned and grafted. Symptoms of the event: pain.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02483-1 and 02481-1. This report is being submitted to relay corrected data. Corrected data: the product was not returned. The implant remained implanted during the initial report. The return date of september 13, 2022 was submitted in error.